Event description:
It was reported, the insulin pump stop working and it had a blank display. Customer's mother inserted a new battery and display returned, it alarmed battery out limit and low battery alarm. Customer's blood glucose was 300 mg/dl. No physical damage noted on the device. The device was not dropped or bumped anytime recently. It was not exposed to moisture. Display did return after inserting a new battery. A new battery cap is being sent to customer. Troubleshooting for the alarms was also performed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.